Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest that patient factors (the pre-existing mitral prosthetic valve) contributed to the valve being deployed in a too-ventricular position, leading to paravalvular leak. The pvl was resolved after post-dilation of the 2nd valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Valve malposition is listed in the instructions for use for the tavr procedure and are known potential risks associated with the procedure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our (B)(4) affiliate, during a transapical approach of a 29mm sapien xt valve, in the mitral position inside a previous prosthetic valve, at the end balloon inflation the valve moved towards the ventricle. Moderate regurgitation was noted by echo and a post-dilation with an additional 2cc was performed but there was no improvement. A decision was made in order to avoid the risk of embolization, to implant a second 29mm sapien xt valve in a more atrial position. An additional 1cc was used to deploy the valve resulting in a good position and no pvl. The patient was stable.

Manufacturer narrative:
Closure corrected for mitral position of sapien 3 valve. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, minimally or bulky/severely calcified leaflets, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. Pre-operative CT and procedural cine were submitted for review. Procedural echo images were requested but not provided for review. The following observations and impression were made by an edwards physician proctor: 3mensio not recreated as case is a valve-in-valve (viv). The procedural cine was reviewed and the following observations were made: pre-existing valve appears to be a bicor/epic surgical valve (size unknown) from viv aortic application, the valve was placed 50:50 prior to inflation, nice slow inflation; however, entire delivery system moves during valve deployment, the valve was deployed too ventricular within the pre-existing surgical valve, no valve movement seen as described, a 29mm sapien xt appears too large within pre-existing surgical valve, atrial side of xt not fully expanded within pre-existing surgical valve, post dilatation performed, not effective as atrial side of valve is not fully expanded, viv done well; deployed higher within 1st xt and 2nd xt valve appears too large and atrial side not fully expanded. Impression: unable to determine correct xt valve size without pre-existing surgical valve information. From the viv aortic application, the pre-existing valve appears to be a bicor/epic valve. Balloon sizing was performed with 25mm balloon catheter and it could have been a good option to explore if 26mm valve would have been appropriate. First 29mm xt valve placed 50:50 prior to valve inflation. As balloon shoulders inflate slowly, movement seen with entire delivery system and final valve placement too ventricular. No valve movement seen as described. The 29mm xt appears too large within. However, appears too large for pre-existing valve and atrial side of valve not fully expanded. The device remains implanted in the patient and was therefore not returned to edwards lifesciences for evaluation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest that patient factors (the pre-existing mitral prosthetic valve) contributed to the valve being deployed in a too-ventricular position, leading to paravalvular leak. The pvl was resolved after post-dilation of the 2nd valve. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.